Manufacturer narrative:
Date rec¿d by MFR : 30jul2019, date of report : 02aug2019. The manufacturer's field service engineer performed troubleshooting. The fse noted that one of the speakers was disconnected from the power management board and addressed the issue by reconnecting. The device was reported to be in patient use at the time the reported issue was discovered. There is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support (ts) stating that unit had different priority alarms being triggered. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.